Event description:
After inserting catheter into right atrium image quality was very poor. A new catheter was substituted with good imaging. It seemed a catheter problem. The image was poor when the catheter connected.